Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc which markets the devices in the u.s.

Event description:
It was reported that post follow up with radiolucent line all the way around cup. Considered failed right tha.